Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that capture thresholds had increased and sensing thresholds had decreased. The patient also received inappropriate therapy for episodes classified as vf. The lead was explanted and replaced.